Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was not found out of specification in relation to the reported white screen which was unable to be reproduced. No cause was identified and no corrections were required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump unit locks up with white screen. There was no patient involvement associated with this event. No additional information is available.